Event description:
Approximately three years and two months post heartware lvad implantation, the site reported that one of the patient's battery was discharging faster than his/her other batteries. A battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.